Event description:
It was reported through litigation process that approximately two years post a port placement, the port was allegedly difficult to be accessed. It was further reported that port was allegedly found to be migrated and the patient developed with right internal jugular venous thrombosis. Reportedly, the port was removed and new port has been implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two years post a port placement, the port was allegedly difficult to be accessed. It was further reported that port was allegedly found to be migrated and the patient developed with right internal jugular venous thrombosis. Reportedly, the port was removed and new port has been implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record review states that patient underwent mediport placement procedure for chemotherapy administration for metastatic lung cancer. Patient states that on may 2nd, it was difficult to access the port and multiple doses of alteplase were administered. Interventional radiologist consulted for evaluation of right sided port as patient has right internal jugular venous thrombosis and the computed tomographic scan shows a concern for retraction of the port. After nine days, patient presented to the hospital with neck swelling and discomfort and IV heparin was started to treat internal jugular vein thrombosis. The patient has right sided port dislodged and needs to be replaced. Outpatient continuity of care will need follow-up of anticoagulation and port replacement. After six days from the swelling, patient underwent port removal procedure of right mediport. A small incision was made using a scalpel and the catheter was retrieved through the incision. The mediport was then dissected free of the subcutaneous soft tissues of the chest wall using blunt and sharp dissection and the port reservoir was removed. The port pocket was flushed with sterile saline and closed. Patient tolerated the procedure well and there were no immediate procedural complications. Therefore, the investigation is confirmed for the reported accessing difficulty and migration issues. Furthermore, the clinical condition alleged in the complaint cannot be confirmed as the relationship to the port is unknown. The definitive root cause for the reported accessing difficulty and migration issue could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.